Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿feed rate is incorrect, 20% or more over programmed rate.". The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record by (B)(4) on 2017-nov-06 shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date 3/15/2017.

Event description:
The customer states the feed rate is incorrect, 20% or more over programmed rate. No patient harm or involvement.